Manufacturer narrative:
The device was analyzed and the delivery pusher was found to have the implant detached from it. The heater coil of the pusher did display evidence of thermal detachment. The attachment monofilament's was examined within the lumen of the pusher and the tip was found to be stretched. The body coil of the pusher was damaged and the core wire was found kinked. The implant was found detached and stuck within a catheter. The catheter was attempted to be flushed but the implant could not be freed. The distal portion of the implant was most likely stretched while trying to free the implant from the catheter. An x-ray was performed on the catheter. The distal portion of the implant was stretched, the middle portion was unstretched, and the proximal end was observed to be stretched. No notable damage was found on the microcatheter. The implant most likely experienced pulling forces over specification, which stretched and detached the implant from the pusher. The cause of the force could not be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during deployment of an embolization coil, the coil would no longer advance or retract back into the microcatheter. It appeared that the coil was "frayed" or dismembered." A snare device was used to remove the coil from the patient. There was no reported patient injury. The patient's current condition was reported to be good.